Event description:
It was reported that during a coronary during eluting stenting treatment procedure the stent moved on the balloon. The 90% stenosed target lesion was located in the severely tortuous and calcified left anterior descending artery (lad). The lesion was predilated with a 2.5x15mm apex balloon and then a 4.0x20mm taxus liberte stent was advanced to the lad but was unable to cross the lesion. When the physician attempted to remove the taxus liberte device from the patient the device became stuck in the lesion and the stent began to move on the stent delivery balloon. Before the stent completely dislodged from the stent delivery balloon the physician deployed the stent. The stent was not in the physician's ideal position but still covered the target lesion and was well positioned and well apposed. The procedure was completed with no patient complications reported. The patient's current condition is listed as 'stable'.

Manufacturer narrative:
(B)(4): as the unit has not been returned a technical analysis could not be performed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)